Event description:
The customer reported, via an internet blog, that she was hospitalized twice with diabetic ketoacidosis. No dates or blood glucose levels were provided. The customer stated that the first hospitalization occurred after waking up in full blown diabetic ketoacidosis. The customer stated that she was fast asleep, and the insulin pump never alarmed to alert her that she was not receiving insulin. A few months later, the customer began experiencing high blood glucose levels while she worked at her desk. Again, the insulin pump did give her any alarms. The customer delivered a bolus and continued working. The customer continued to experience high blood glucose levels, and had to give a manual injection. The customer later changed the infusion set, but by that time she was in ketoacidosis, and ended up in the hospital again. The customer stated that she has never used the insulin pump again ever since these events six years ago. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.